Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch delica lancing device had a cocking control issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first started a couple of months prior to contacting lfs. The patient reported using self adjusting insulin (type unknown) to manage her diabetes. The patient reported, she test her blood glucose 4 or more times a day. The patient reported on (B)(6) 2012 at 7am she took her usual dose of medication. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2012 at 7am, she tested on her boyfriend's onetouch verio meter and obtained a "hi" reading. The patient reported she received phone advice at an unknown time and self administered 50 units of lantus and 38 units of humalog. At the time of troubleshooting, the cca note that the alleged issue occurred prior to the lancing device being fired. The patient reported this was the first time the lancing device had been used and there was no misuse of the device. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient was unable to test due to the alleged issue, requiring testing on another meter in which she received a severely high reading and required self treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the lancing device was found to have a cracked casing and missing components. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.